Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that the burr became stuck on rotawire the 99% stenosed target lesion was located in moderately tortuous and severely calcified mid right coronary artery. A 1.25mm rotalink plus and a 330cm rotawire were used. During procedure, it was noted that the burr became stuck on the rotawire while inside the guiding catheter, thus, the rotalink was not inserted into the lesion and ablation was not performed. The connection part that includes the sheath and main unit was then cut and removed without problems. As per physician, the issue occurred due to the amount of flow of the rota cocktail and the burr rotated at same location with dynaglide mode. No visual damage was observed with the rotawire. The procedure was completed with another of the same device. No patient complications were reported.

Event description:
It was reported that the burr became stuck on rotawire. The 99% stenosed target lesion was located in moderately tortuous and severely calcified mid right coronary artery. A 1.25mm rotalink plus and a 330cm rotawire were used. During procedure, it was noted that the burr became stuck on the rotawire while inside the guiding catheter, thus, the rotalink was not inserted into the lesion and ablation was not performed. The connection part that includes the sheath and main unit was then cut and removed without problems. As per physician, the issue occurred due to the amount of flow of the rota cocktail and the burr rotated at same location with dynaglide mode. No visual damage was observed with the rotawire. The procedure was completed with another of the same device. No patient complications were reported. It was further reported that because the wire and burr were stuck, the burr detached outside of the patient's body during procedure. The burr was then disposed. Device eval by manufacturer: device was returned fractured. Only the section that contains the proximal end returned (approximately 35 cm). The breakage section shows signs of mechanical cut. There are kinks on both endings of the returned section of the wire.

Manufacturer narrative:
Age at time of event: 18 years or older.